Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 602 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 83 ng/ml. The sample was repeated as < 3 ng/ml which was confirmed. No adverse event was alleged. The tnths reagent lot number and expiration date were requested, but not provided. Precision studies were performed and these were ok.

Manufacturer narrative:
The type of issue observed by the customer is typically caused by carryover. The field service representative replaced some parts of the fluidic system and performed preventive maintenance on the analyzer. A leakage in the flow path to the analyzer measuring cell could cause carryover. After the service activities were performed, the analyzer was found to be working within specifications.